Event description:
This is filed to report device malfunctions. It was reported through the pmcf (post-market clinical follow-up) report, that abbott proactively collected and evaluated data from several sources, such as in-hospital outcomes and physician surveys, to confirm the safety and performance of abbott's nc trek neo coronary dilatation catheters (cdcs). Key safety outcomes collected were perforation, dissection, embolism, arrhythmias, mi, occlusion, thrombus, and death. The weighted average of the safety composite ranged from 0% to 1.76%. Device performance was defined as successful delivery, inflation, deflation, and withdrawal of the cdcs. There were zero instances of balloon deflation issues for this device. There was off-label usage as a small percentage of this device was not used to treat coronary vessels. Details are listed in the attached report, titled post-market clinical follow-up evaluation report coronary dilatation catheters. Please see the attached post market clinical follow up evaluation report for specific information.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated as (B)(6) 2024. D4 - primary UDI number: the UDI is not known as the part and lot number were not provided. H6 - medical device problem code 1494 clarifier: indication for use. The additional device referenced in b5 is filed under a separate medwatch report number. The additional patient effects reported listed in the report are captured under separate medwatch reports. Literature attachment: article title "post market clinical follow-up evaluation report nc trek neo coronary dilatation catheter".

Manufacturer narrative:
The device was not returned for evaluation. The corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. It was reported that a small percentage of this device was not used to treat coronary vessels. It should be noted the coronary dilatation catheters (cdc), nc trek neo, instruction for use IFU, states: the nc trek neo coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. Balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infraction. Balloon dilatation of a stent after implantation (balloon models 2.00 mm ¿ 5.00 mm only). In this case, it is unknown if the IFU violation contributed to the reported compliant; therefore, a letter will not be requested for the account. Based on the information reported through the pmcf (post-market clinical follow-up) report, a conclusive cause for the reported complaints could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Correction e3 - occupation: updated.